Event description:
A patient reported pt was unable to test on the meter. Pt's meter allegedly had no power and the issue was not resolved. Patient reported no symptoms, however, pt was taken to the emergency room due to pain for pt's bladder infection. There was no comparison done. Patient was not treated for pt's blood glucose. No further information has been reported.